Manufacturer narrative:
This report is being supplemented to provide additional information from the customer as well as the results of the device evaluation and legal manufacturer's final investigation. Additional information added to the following fields: b5, d8, d9, e2, e3, g2, h3, h4, h6 the device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is possible the issue occurred due to user mishandling. Olympus will continue to monitor field performance for this device.

Event description:
Upon further follow up, it was clarified that the procedure was not cancelled and but completed. The procedure was for a diagnostic cystoscopy, retrograde pyelogram (rpg), laser, and left stent placement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use device fiber broke near the hub after five minutes. The fiber sparked with it broke. The intended procedure was cancelled. There were no reports of patient harm.